Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the socket for the light guide holder was broken. Because the output socket was cracked, the scope connector could not be attached smoothly. Because painting on lamp is peeled off, the lamp is easy to burn out. Control panel is cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the front panel of the evis exera iii xenon light source was damaged. Inspection and testing of the returned device found lamp does not light. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the lamp not turning on was likely caused by a faulty lamp, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.